Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. During a pre-use inspection, high-frequency energization was conducted with the cutting wire being close to some objects such as a tester. An electrical discharge occurred, and the cutting wire became instantly hot. That might have caused the cutting wire to break. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke when the user activated the output before the procedure. The intended procedure was completed with another device. There was no patient injury reported.